Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were moisture on the upper part of the insulin pump screen and it covered some parts of the status bar because it turned blue. The customer¿s blood glucose was 117 mg/dl. Customer stated the pump was neither dropped nor bumped. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.